Manufacturer narrative:
Corrected information was updated in d.4 and h.11. Additional information reported that the lot number was updated. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Another health care professional reported that suction problems with cassettes and difficult to remove connecting plugs when exchanging for new cassette at an unknown timing. The procedure type was unknown. There was no report of patient harm.

Manufacturer narrative:
The returned sample was visually inspected and no obvious defects were found. A calibrated console representing the current software version was used to test the sample. The sample could prime and pass iop calibration successfully. Fluid flowed from balanced salt solution (bss( to the drain bag without any interfering. The infusion pressure was measured at multiple setpoints throughout the console range and met specifications. While push priming the probe, system message code (smc) 3305 was generated, which is indicative of an aspiration flow issue. The aspiration tubing to the probe was tested for any occlusion; fluid flow was evaluated and no occlusion was detected in the tubing to the probe. The probe passed cut performance and extrusion testing, however, failed proportional reflux generating smc 3305 at another attempt. The investigation was able to isolate the malfunction to the probe engine and rule out non-conformity with the cassette and tubing manifolds. Additionally, the customer should be reminded the cassette surgical pack is single-use for one patient only. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation isolated the aspiration non-conformance to the probe engine. The investigation did not find a non-conformance with returned cassette and tubing manifolds. The manifolds were able to properly and fully engage with the cassette. A separate quality investigation ((B)(4)) was opened to investigate the probe non-conformance identified in this investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
An other health care professional reported that suction problems with cassettes and difficult to remove connecting plugs when exchanging for new cassette at an unknown timing. The procedure type was unknown. There was no report of patient harm.

Event description:
A other health care professional reported that suction problems with cassettes and difficult to remove connecting plugs when exchanging for new cassette at an unknown timing. The procedure type was unknown. There was no report of patient harm.

Manufacturer narrative:
Corrected information was updated in d.4. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer reported suction problems and difficult to remove connections from cassette when exchanging for new cassette. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. There was also no specific images or evidence provided to ascertain causality and confirm this reported event. The root cause of the customer's complaint could not be conclusively determined as a sample was not received and the condition of the product could not be verified. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this lot for this event. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A other health care professional reported that suction problems with cassettes and difficult to remove connecting plugs when exchanging for new cassette at an unknown timing. The procedure type was unknown. There was no report of patient harm.